Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episodes. Upon device interrogation, the right ventricular lead exhibited loss of capture at maximum output when the patient moved his left arm. It was discovered that the patient had recently fallen and it was suspected that the lead may have fractured due to the fall. The lead was capped and replaced on (B)(6) 2016. No further information could be obtained.

Event description:
New information indicated that the patient was fine post procedure.